Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and discordant when compared to repeat testing. The customer performs repeat troponin testing on all elevated test results. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens field service engineer (fse) was sent to the customer site for system inspection. The fse found a slight presence of chlorine and decontaminated the system. The fse replaced and primed fluids and performed the monthly cleaning procedure. The monthly system cleaning procedure performed by the operator may be the contributing cause. The instrument is performing within specifications. No further evaluation of the device is required.